Manufacturer narrative:
Additional information received on 17 august 2017 and includes: the screw diameter was 6. They tapped with the 6 tap. Nothing was abnormal. It was very strange. Batch review performed on 04 september 2017. Lot 1651130: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, no similar event have been reported on items of the same lot. On 07 september 2017 the r&d project manager performed a preliminary investigation based on the available information and commented as follows: breakage of the tip of the screwdriver due to torsional load. This could be related to high torque required to insert the screw. However, the report mentions that the bone site was adequately prepared by bone tap. The strength of the screwdriver tip is driven by its dimensions (t20), material and treatment. All these parameter have been studied to optimize the mechanical performace and the current instrument is tested to whitstand up to 9nm. However, a project is ongoing to develop a new concept of screwdriver to overcome the limitation of the torx t20 tip. The project will evaluate a new driver for open surgery, and in a second phase the new concept, if successfull, will be adopted for mis drivers. The instrument tip is made of biocompatible material (stainless steel included in astm (B)(4)) and radiolucent. The instrument set includes a second identical driver, and a "backup" simple driver to allow completing the surgery.

Event description:
Percutaneous screwdriver tip broke off in head of tulip screw after screwed into place. It was noticed when the scrub tech was having issues loading new screw onto screw driver. Once it was realized, the tip was able to be observed by looking down through the perc tower in the tulip head. The surgeon was able to irrigate and was able to retrieve the tip from the patient. The surgery was only delayed around 10 minutes. The surgery was completed successfully. Instrumentation is available.

Manufacturer narrative:
On (B)(6) 2017 the (B)(6) project manager performed a visual inspection of the retrieved item and commented as follows: breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (greater than 6mm), long screws (greater than 60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, the screw diameter was 6mm and the bone tap was used based on the received information. However, if the surgeon perceives the high torque during the insertion, he should remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note: 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new project is ongoing to develop a new concept screwdriver that overcomes the limitation of the current one, to increase in particular the torsion strength. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage.